Event description:
The following has been reported: biomed reported: (B)(6)- 'cassette tubing failing/ could not detect when it was inserted. Change 2x and reset pump. Issue did not resolve.' A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.